Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called inquiring about the last remote implantable cardioverter defibrillator (ICD) transmission and if their device was okay. The patient reported coming in from outside, sitting down and thought they fell asleep. The patient¿s spouse said that the patient passed out and their shoulders were shaking. It was also reported that the patient has a history of ventricular tachycardia (vt). The patient reached out to their doctor¿s office and was told ¿the device did its job and worked as it was supposed to. The device remains in use. No further patient complications have been reported as a result of this event.